Event description:
It was reported that noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. A revision procedure was performed and insulation damage was observed on the ra lead. The physician suspected the insulation damage was due to the position of the ra lead in relation to the position of the device. The ra lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.